Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump got wet and was not working. Customer's blood glucose level was unknown. Customer reported that insulin pump exposed to moisture. Customer stated o-ring was free of debris. Customer stated battery cap was not damaged. The insulin pump will not be returned for analysis.